Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan (lfs) alleging her onetouch verioiq meter was displaying a message relating to ¿didn¿t recognize the test strip.¿ the complaint was classified based on the customer care advocate (cca) documentation. The patient reported within an hour prior to the start of the alleged issue, she had symptoms of feeling ¿shaky, queasy, unsteady and a little weak.¿ the patient reported the alleged issue first occurred on an unknown date at 11am. The patient reported using self adjusting insulin and oral medications to manage her diabetes. The patient reported making no changes to her usual diet, activity level or medications on the day of the alleged issue. The patient reported at noon on the day of the alleged issue, she had something to eat or drink as treatment. At the time of troubleshooting, the unknown issue was not resolved with training. It was not the first time the meter had been used, there was no misuse of the subject meter. Replacement products were sent to the patient. Given the short time between the onset of the alleged issue and the reported symptoms, the patient likely felt symptomatic prior to or when the issue began. Therefore, the meter did not contribute to the patient¿s symptoms. There was no indication that the patient¿s symptoms deteriorated since the patient did not receive any form of medical intervention from a healthcare professional after the product issue occurred. However this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.